Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Per the tandem user guide, ¿blood glucose values used for calibration must be between 40 to 400 mg/dl and must have been taken within the past 5 minutes.¿

Event description:
It was reported that there was an inaccuracy between the continuous glucose monitor (cgm) reading and the blood glucose (bg) meter reading. Reportedly, the cgm bg reading was 245 mg/dl, and the meter bg reading was 105 mg/dl. This level of inaccuracy does not present significant clinical risk according to the parkes error grid. The customer reported a "low" bg value (a specific value was not provided) and was treated by paramedics with glucagon in order to address the low. No additional patient or event information was available. Reportedly, the customer did not enter calibration values within 5 minutes of testing which may have contributed to the inaccurate readings . A replacement sensor was sent to the customer.